Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va02wrx, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va02wrx, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported they were charging too often. The implantable neurostimulator (ins) was at 50 percent full and the patient tried to charge the ins for two nights, but it did not go past 50 percent full. The patient was getting all eight coupling bars and they were charging when they slept. The patient has always recharged while they slept and the antenna did not move. There had been no falls or trauma. The ins was implanted on the patient's right side and the ins was a little slanted, but had been like that. The patient has not had any recharging issues in the past. On wednesday, the patient had gone to the court house and they did wand him. The patient's indication for use is movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.